Manufacturer narrative:
The customer contacted the siemens technical support center (tsc) to report the discordant carbon dioxide (co2) results. The tsc reviewed the water quality and temperature and they were within specifications. The tsc performed method testing. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse corrected bottom of cuvette (boc) alignment. The cse replaced the aliquot probe and aligned it. The cse primed all probes and ran a quick check, which passed. The cse moved co2 to server 3, and calibrated. The cse ran quality control (qc) and all were in range. The cause of the discordant carbon dioxide results is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required."

Event description:
Discordant, falsely high carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The discordant result was not reported to the physician(s) for sample ID (B)(6). The same samples were repeated on an alternate instrument, and recovered lower. The same sample was repeated on the same instrument, and recovered lower for sample ID (B)(6). The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant co2 results.